Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the customer's report was observed and attributed to the language pack becoming corrupt. The firmware was reinstalled to resolve the issue. Unable to determined how the software became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.